Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a system error 2240 alarm (air in line / set) was identified in the log which indicates a potential malfunction of the disposable cassette. The alarm occurred on (B)(6) 2014 at 23:36:38. No additional information is available.